Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. The delivery device was returned with the tension spring assembly in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible on the seal . On close inspection, it was observed that the seal was delaminated at the outer coil. There was no evidence of blood inside the delivery tube. Based on the received condition of the delivery device we were able to measure the delivery tube dimensions. The following measurements were taken: the inner delivery tube diameter was measured at .197 inches . The outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based on the condition of the device as found, the reported complaint was not confirmed for the reported failure mode "failure to unfold/ unwrap" but was confirmed for the analyzed failure mode "cracked- seal" and "failure to deploy". Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii poximal seal did not open in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
On (B)(6) 2016 02:21 pm (gmt-5:00) added by(B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii poximal seal did not open in the patient's aorta. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.